Event description:
Additional information received indicated patient underwent surgical intervention and the ipg was replaced and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the patient's ipg was end of life and unknown if prematurely depleted. Surgical intervention may be pending to address the issue at a later date.